Manufacturer narrative:
Evaluation of the returned device confirmed hardware error.

Event description:
The consumer contacted dexcom to report a hardware error on the receiver. The consumer did not report any medical intervention or injuries.